Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's system board, blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, base assembly, main housing, inlet side panel, outlet side panel, dual limb cup, rear cover, tubing-fio2, tubing- system board, tubing-blower chassis, tubing- low flow o2, cooling fans, cooling fan retainers, and muffler assembly will need to be replaced due to tobacco contamination. The software was reinstalled and the unit was programmed.